Event description:
New information received notes that the device was explanted on (B)(6) 2018. Patient was stable post procedure.

Event description:
It was reported that the device longevity dropped within one year. No excessive charging or high outputs were seen in the most recent merlin.net transmission. The physician elected to monitor the device through merlin until it reaches elective replacement indicator (eri). The patient did not report any symptoms.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the premature depletion remains unknown.